Event description:
In 2009, the patient reported experiencing elevated blood glucose approximately 2 hours after delivering meal boluses. He stated that he boluses 10 units of insulin before each meal and within 2 hours of eating his blood glucose elevated to 200-300 mg/dl. He delivers additional boluses but has difficulty lowering his readings. He stated that he changes his battery every 6 weeks to 2 months. He was advised to change the battery every 4 weeks. He stated e4 (occlusion) error is displayed on the infusion device every 2-3 months. He stated that each time e4 is displayed during a bolus he clears the error and reviews the bolus history and delivers the remainder of the bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.